Event description:
Customer reported at 9 pm device = 129mg/dl. At 2am, family member found customer in coma. Paramedics arrived, gave customer liquid, and transported them to the hospital. Customer admitted to hospital. Blood glucose readings during hospital stay ranged from 20mg/dl - 165mg/dl. Customer was taken off insulin and put on glucophage. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.